Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative tested the equipment. The representative reported that the x-stage cover was replaced to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect cover was returned to the manufacturer for evaluation. Visual inspection found that the cover was dented around the docking pin holes.

Event description:
A medtronic representative reported that, while outside of a procedure, the x-stage cover on the imaging system was damaged. There was no patient present when this issue was identified. No additional information was provided.